Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Updated data: d4. H4. Device mfg date. Corrected data: b3. Date of event. H6. Annex e codes were inadvertently omitted on the initial medwatch report. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Corrected data; h6. Device codes (fdd/annex a) after further review it was identified that additional fdd coding was required to adequately capture the complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that 6 days following the implant of a transcatheter aortic valve, the patient was discharged home. At home, the patient continued to experience mild fever, and shortness of breath. Subsequently, 12 days following the implant of the transcatheter aortic valve, an emergency hospital admission was made due to acute heart failure. In response, the patient was administered oxygen therapy and continuous nitroglycerin infusion to help manage their blood pressure. Additionally, antibiotic therapy was initiated due to concerns of the presence of non-infectious pericarditis. The patient responded well to the heart failure treatment, therefore, antihypertensive medications and standard heart failure therapies were gradually introduced. Concurrently, inflammatory markers gradually decreased with antibiotic therapy. With improvement of the patient's condition, discharge home was being considered. However, the patients appetite decreased more than baseline 21 days following valve implant. In response, intravenous fluids were started three days following the onset of the patients decreased appetite. One day after intravenous fluids were initiated, blood tests revealed acute renal failure. Subsequently, all previously administered antihypertensive drugs were discontinued, in concern that the patient's excessive blood pressure reduction may be driving the renal failure. Despite increasing the amount of intravenous fluids, diuresis was not achieved, and a continuous dopamine infusion was initiated. Shortly after initiation of the continuous dopamine infusion was initiated, bradycardia developed. After bradycardia developed, 25 days after valve implant, at 1913 in the evening, sudden cardiopulmonary arrest occurred. Cardiopulmonary resuscitation (CPR) was initiated, but return of spontaneous circulation (rosc) was never achieved. Pupil dilation was observed and death was confirmed at 2126. Per the physician, the direct cause of death was acute renal failure. Per the physician, there was no causal relationship between the patient's death and the procedure. Per the physician, there was no causal relationship between the patient's death and the valve.